Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak and a crack, requiring additional aspiration. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with restricted posterior and anterior leaflets. The clip delivery system (cds) device passed preparation as per the instructions for use (IFU). During the procedure, the cds was inserted into the steerable guide catheter (sgc), the water column dropped off. The cds was removed and went through inspection per IFU. The stopcocks were verified. Upon insertion once again, the column was lost. On further inspection, it was noticed that the cds introducer was cracked. It is unknown at what point it was cracked. Additional aspiration was needed as the cds is being removed. The cds device was replaced, and the procedure was completed with two clips implanted with no reported issue. Mr was reduced to grade 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported crack and leak / splash were unable to be confirmed via device analysis. The clip introducer was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and analysis of the device, the reported leak / splash was due to the clip introducer crack/ break. The reported crack associated with the clip introducer crack, and the observed break associated with the clip introducer break, were determined to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.